Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr run patient circuit calibration and vent performance check upon arrival all passed. Checked power supply, checked pressure transducer calibration and ddi board calibration all ok. Checked needle valves and power knob they are all ok. Run pneumatics verification all ok. Adjusted driver controller to improve delta p reading during vent performance check, it was 56cmh2o which is right on the tolerance limit. Adjusted to 67cmh2o. No problem was detected.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit won't go past 16cm on map. The issue occurred during patient-use and the unit was removed from the patient. At this time, there is no information regarding patient harm associated with the reported event.